Manufacturer narrative:
(B)(4). Evaluation, results: (death, ruptured aneurysm). Results/conclusions: (type b dissection. Use of the device in a pre-existing condition; pre-op dissection).

Event description:
Additional information received for this case. The investigator assessed that it was unknown whether the aneurysm rupture was related to the device.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm acute type b dissecting thoracic aortic aneurysm approximately 12 months ago. Vessel morphology was reported as the diameter of the thoracic aorta proximally was 32 mm, distally it was 34 mm. There was no calcification or thrombus. It was reported prior to the implant of the (B)(4), the physician stated that the acute type b dissecting aneurysm of the aorta, resulted in the intestinal necrosis and lower extremity ischemia. The physician removed part of the intestinal canal, and bypass surgery for lower extremity was performed. After this surgery, the talent stent graft was implanted to cover the dissection entry successfully. The patient's condition was extremely poor, and the aneurysm ruptured on the following day and the patient expired. An autopsy was not performed, so the rupture point was not specified. The physician stated that talent stent graft and the procedure were not associated with the rupture.